Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the upper support broke at the weld where it connects to the sector block.